Event description:
Customer reported hearing a loud pop, then the screen went black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare complaint number.